Event description:
Patient reported obtaining back-to-back blood glucose results of 118 mg/dl, 48 mg/dl, and 52 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient self-treated by drinking grape juice. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.